Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half-height main drawer 2.2 failed and was not detected on the bus when closed. The customer requested new boards or wiring. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit had a repetitive drawer 2-2 failure, it recovered, but the medication did not display in the pockets after recovery. A field service engineer (fse) found that all controller board connections and the retractor band appeared to be in good condition. As a precaution, the fse replaced both the module controller and the drawer controller, which had an older part number. After completing the replacements, the fse reconfigured the drawer and verified proper functionality. The system functioned as intended after the field service engineer repaired the device.